Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and retention. It was reported that they were calling in for information for MRI that the therapy had been off because they'd been having problems with the device/therapy. The patient further clarified they had been having problems emptying their bladder.  Since they were first implanted, the therapy had never completely helped and that they were always going in to tweak it and changing the programs. The patient noted however that they hadn't been needing to go in to see their managing health care provider (hcp) with the help of the therapy for a good while, but then they started noticing they were retaining more and more. When asked for the date for when the issue began, the patient stated they couldn't really tell and that it had been long time, years. The patient stated they of course had to start seeing their hcp and they would "put that thing on" their "bladder" and the patient had "other stuff" done as well. The patient stated they put something around their urethra to help and "went in and popped bubbles" and "durabond" because they had so many issues and their condition was hard to treat. The patient stated their hcp ordered an x-ray to check the lead placement and it was determined the lead was in place. The patient stated at their last visit they told the hcp they just wanted to take the "thing" out, and the hcp performed a urodynamics test with their therapy both on and off and it appeared like they were doing better with the therapy off, that they were retaining more with the therapy on. The patient stated they did a bladder x-ray, and the hcp told the patient they had "overflow" because they were still leaking and the patient commented that this was an issue they knew the device/therapy didn't treat because it was stress incontinence. The patient stated they just wanted to be able to get a full night of sleep. The patient stated the hcp had them ultimately turn the therapy off "as a test." Initially the patient stated this was done just this last tuesday but then at another point they said the therapy had been off for a year, so the patient gave conflicting information with the timeline of events, but the therapy was currently off. The patient stated they would be seeing their hcp again soon and that they would continue working with their hcp on the matter.